Event description:
Pt discharged may 2002 to a nursing home with an intact left upper arm PICC line. Readmitted the following month with recurrent left hand cellulitis. PICC line "fell out" at nursing home per attending md. Nursing home then inserted a right upper arm midline catheter. Three days later the midline catheter was removed intact by the IV team. The catheter tip was sent for culture. Further testing revealed a piece of a catheter in the right basalic vein (right arm) and a small piece of catheter in the right ventricle. Two separate attempts by interventional radiology to remove the catheters from the right arm (xl) and right ventricle (xl) were unsuccessful. An attempt by cardiology via a rigth heart catheterization to snare the catheter was unsuccessful. Cardiology service feels that the pt is at no risk because the pieces of catheter are immobile.